Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 26mm transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic balloon. The valve was loaded once and the load was confirmed using visual, tactile, and fluoroscopy methods. No misload was identified. During the procedure, the valve was deployed to 80% twice and each time the valve frame appeared constrained. Upon the second valve recapture, an infold was noted in the valve frame. Subsequently, the valve was fully recaptured and the delivery catheter system (dcs) was withdrawn from the body. A new valve was loaded onto a new dcs for a successful valve implant. Per the physician, the aortic root angle and calcium contributed to the lack of expansion of the valve. No adverse patient effects were reported.